Event description:
It was reported that the patient with this implantable pacemaker disconnected the latitude monitor due to fear of triggering the device into safety mode. The health care professional (hcp) explained to the patent that having the home monitor plugged in will not cause any change in the function of the device. The patient reconnected the home monitor and now latitude shows a message for implanted device not found. The clinic is cautious regarding advising the patient to do a patient initiated interrogation and requested technical services (ts) for a battery review, however, the latest data available on latitude is not up to date and it cannot be used for a battery analysis. The device is planned to be explanted due to physician discretion at this time, as there is no evidence of the device being in safety mode. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable pacemaker disconnected the latitude monitor due to fear of triggering the device into safety mode. The health care professional (hcp) explained to the patent that having the home monitor plugged in will not cause any change in the function of the device. The patient reconnected the home monitor and now latitude shows a message for implanted device not found. The clinic is cautious regarding advising the patient to do a patient initiated interrogation and requested technical services (ts) for a battery review, however, the latest data available on latitude is not up to date and it cannot be used for a battery analysis. The device is planned to be explanted due to physician discretion at this time, as there is no evidence of the device being in safety mode. The device was subsequently explanted. No additional adverse patient effects were reported. The device is expected to be returned for analysis.